Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 444 mg/dl. The pod was worn between 4 and 24 hours on the arm. It was noted that fluid was leaking and the cannula was bent. Hyperglycemia treated with a new pod and bolus correction.

Manufacturer narrative:
No kinks were observed on the exposed portion of the soft cannula during investigation. A leak test was performed, and no leaks were observed throughout the entire fluid path. The data downloaded from the device did not show any timeouts or drive stalls during the run. No issues were observed with the formed needle that would contribute to the reported swelling. The cause of the reported swelling could not be determined.